Event description:
A pt reported blood glucose results of 328 mg/dl, 177 mg/dl, 256 mg/dl, 132 mg/dl, 238 mg/dl and 243 mg/dl with a lifescan meter, performed within 10 minutes of each other. A walk through blood glucose test was performed; the pt obtained results of 189 mg/dl and 212 mg/dl. Test strips were replaced.